Event description:
It was reported that the user experienced difficulty attaching the connector during an infusion set and cartridge change with a steel 6 mm contact/detach infusion set, which was resolved by swapping the connector and completing the tubing fill, infusion set application, and cannula fill, after which insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the troubleshooting session and no alarms. Investigation included telephone troubleshooting and education to guide replacement of the connector and completion of the setup steps. Investigation of this case revealed a connector attachment issue that was mitigated by replacing the connector, consistent with a device accessory or connector malfunction limited to the consumable component. It was concluded, based on previously established findings for similar reports, that the cause was a connector defect or compatibility issue with the initial connector that was resolved with replacement.